Event description:
This pt had a right total hip approximately 5 months ago. Pt had 3 dislocations since that time. Their activities of daily living has been decreased. Pt has been wearing an abduction brace sicne their last dislocation. They presented to this facility for a revision of the total hip.